Event description:
It was reported that through merlin.net transmission, premature battery depletion was observed. On (B)(6) 2016, estimated longevity was 3.1 years and now device showed only 7 months. The device will be followed until it reaches eri, at which time it will be replaced.